Event description:
It was reported that during deployment of the stent, the balloon ruptured at 14atm. Staining was noted outside of the coronary lumen. An additional stent was placed proximally in the vessel. No additional pt consequence was reported.